Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 8/5/2021. H6: investigation: bd received two (2) samples and two (2) photos for investigation. The samples and photos were reviewed and the indicated failure mode for missing stopper was observed. Additionally, twenty-four (24) retention samples from bd inventory, were evaluated by functional testing and the issue of stopper pull out was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing stopper. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper creep out or loose closure. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: there was a "hemogard separation issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper creep out or loose closure. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: there was a "hemogard separation issue."